Event description:
The customer reported that the device lapvue10 laparovue visibility system laparoscopic solutions was being used on an unknown date and ¿a piece of the inside liner of the scope washer tore and the loose piece ended up being on the scope. The torn piece was not noted until it was actually inside the patient. Yes, the piece was retrieved from the patient.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.